Event description:
It was reported that there was oversensing of the respiratory sensor signal on the right atrial (ra) channel. Additional noise was also present that was not related to the respiratory rate trend. It was recommended to perform isometrics with pocket manipulation. The ra lead remains in service at this time and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).